Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The root cause cannot be determined. The instructions for use (IFU) identifies vessel perforation, intracerebral hemorrhage, and death as potential complications associated with use of the device. Additionally, the IFU warns to manipulate the guidewire under fluoroscopic guidance.

Event description:
It was reported that during embolization treatment of an aneurysm, "the doctor punched an artery" and a hemorrhagic event was observed a few seconds after. It was reported that the x-ray didn't work while the wire was advanced. The patient was reported to have died. No further information has been provided.